Event description:
It was reported that a dexcom g7 continuous glucose monitor experienced a pairing failure to the ilet pump while glucose readings continued to display in the dexcom app, consistent with an intermittent communication failure involving the device¿s electrical/magnetic components, specifically the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the dexcom g7 and the ilet consistent with intermittent communication failure localized to the antenna/electrical communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.